Manufacturer narrative:
Customer service requested that the product be returned for evaluation. Multiple attempts to contact the customer for additional information via email, letter and phone about the alleged incident went unanswered. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be drawn at this time. The cause of the alleged fire with the freestyle breastpump cannot be determined at this time.

Event description:
The customer reported to customer service on 6/13/2016, that her freestyle breastpump had allegedly smoked, sparked and caught fire.